Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reporting that she cannot use the micropore-surgical tape, since she had a reaction to it that caused marks on her skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".